Event description:
There was no adverse impact to the customer¿s blood glucose level. It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.